Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was in a motor vehicle accident and since has only been able to feel stimulation only on right leg unless they lean heavily to the left. Patient used to feel stimulation bilaterally, equal ok both sides. Impedances normal. X-rays show 1.5 contact caudal direction lead migration of left-most lead. Leads still appear to be midline. Attempted reprogramming but patient still feels primarily right sided stim even on the ¿left¿ lead. Cause of only feeling right sided stimulation not determined. Patient was given new program to try.